Event description:
In 2004, the MFR was informed that the dual drive console (ddc) supporting a bi-ventricular assist device pt had a problem with the led read out on the bottom module. The ddc was reset and the event resolved. Later, when the ddc was unplugged from the electric mains power for transport from the or the entire unit completely lost power. Attempts to unplug from mains electric again ended in the same result. It was reported that the driver had been plugged into the main power for storage and during the implant. Both ups lamp and power lamp on back door illuminated. The pt was transferred to a back-up driver and transported from the or.